Event description:
During a pulmonary vein isolation cryoablation procedure to treat atrial fibrillation a dynamic xt deca-polar catheter was selected for use. It was reported that while placing the catheter in the superior vena cava an air bubble was observed on the x-ray. The catheter was moved to the right ventricular outflow tract and air embolism was confirmed to be right-sided. The x-ray images were reviewed and the estimated appearance of this air bubble was defined before trans-septal access to the left atrium (la). Following trans-septal access to the left atrium (la). The cryoablation procedure was completed successfully with the use of a polarsheath and polarx balloon, no further complications were reported. The air embolism was resolved on its own without any medical interventions. The patient has recovered without any prolonged hospitalization. Additional information received reported that a non-boston scientific transeptal sheath was used, not a polarsheath.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Three videos related to the reported event were provided and a media inspection was performed. There appears to be a mobile echolucency that cannot be ruled out as air. The location was indeterminate due to the nature of images. Onset, resolution and clinical consequence were unknown. Due to the nature of the catheter it is difficult to determine the relationship of the potential embolism to the boston scientific device. It is plausible the air embolism is related to the sheath used for catheter introduction and not the boston scientific device. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation procedure to treat atrial fibrillation a dynamic xt deca-polar catheter was selected for use. It was reported that while placing the catheter in the superior vena cava an air bubble was observed on the x-ray. The catheter was moved to the right ventricular outflow tract and air embolism was confirmed to be right-sided. The x-ray images were reviewed and the estimated appearance of this air bubble was defined before trans-septal access to the left atrium (la). Following trans-septal access to the left atrium (la). The cryoablation procedure was completed successfully with the use of a polarsheath and polarx balloon, no further complications were reported. The air embolism was resolved on its own without any medical interventions. The patient has recovered without any prolonged hospitalization.